Event description:
On (B)(6) 2012, the patient contacted animas alleging that the audio bolus button is unresponsive. The patient stated that he wears the pump on his belt and does not clean the pump. There were no reported blood glucose excursions associated with the alleged malfunction. This complaint is being reported due to the alleged keypad malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2012 with the following findings: investigation revealed that all keypad buttons, including the audio bolus button, responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.